Manufacturer narrative:
Product complaint # pc-(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Images were reviewed by an independent physician on (B)(6) 2021 and the results are as follows: the above complaint was accompanied by two sets of fluoroscopic images. Per the report, during the treatment of a basilar artery pathology (unclear what pathology) a dissection was created in the distal vertebral artery. The physician intended to stent open the dissection. One enterprise stent was placed without issue, and while attempting at place a second stent the operator reports that the stent ¿got stuck¿. The reviewer is not sure what the operator means by this, however, the reviewer thinks they are implying the stent could not be delivered through the microcatheter. This point needs clarification. The operator removed the catheter and placed a new prowler select plus catheter but had the same issue in the same portion of the anatomy. The operation went on the implant a solitaire ab. It is unclear what catheter that was delivered through." Amended 2/3/21: additional information was provided. The second enterprise would not deliver through the microcatheter. The catheter was then removed, and a second prowler select plus microcatheter was navigated into position and a solitaire ab was deployed. I would encourage if the removed catheter/stent is available to send it in to cerenovus for evaluation. " (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of the (B)(4) medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00070 and 3008264254-2021-00001.

Event description:
As reported by the field, this was an intervention via left vertrebral, access complicated by abruption of vertebral. Access to the basilaris possible via false lumen. To open the vertebral it was decided to implant two enterprise stents telescopic technique. A prowler select plus microcatheter (unknown product/lot number) was used for this purpose. The first enterprise stent was implanted without any problems. Due to the difficult access, it was decided to leave the prowler select (mc) in place and advance the next enterprise stent, a 4x23mm (enc402300, 10998144) to the target lesion. However, the stent became stuck at the level of the atlas loop. The resistance was felt at the shaft of the device. No further advancement was possible. Due to the problem, the prowler select was changed and a second prowler select plus was used. Unfortunately, the enterprise got stuck again in the same place. High friction in the catheter was also noted on both attempts. A 6x30 solitaire ab stent was then implanted successfully with the same second prowler select at the planned site. The surgery was delayed by 30 minutes due to the reported event, however, the physician did not feel that the prolongation was clinically significant. The procedure was successfully completed. There was no evidence of physical material within the device. No excessive force was applied to the devices. The device was removed from the patient without additional intervention. Adequate flush was maintained through the devices. It is unknown if there was a loss of cerebral target position.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, this was an intervention via left vertebral, access complicated by abruption of vertebral. Access to the basilaris possible via false lumen. To open the vertebral, it was decided to implant two enterprise stents telescopic technique. A prowler select plus microcatheter (unknown product/lot number) was used for this purpose. The first enterprise stent was implanted without any problems. Due to the difficult access, it was decided to leave the prowler select (mc) in place and advance the next enterprise stent, a 4x23mm (enc402300, 10998144) to the target lesion. However, the stent became stuck at the level of the atlas loop. The resistance was felt at the shaft of the device. No further advancement was possible. Due to the problem, the prowler select was changed and a second prowler select plus (unknown product/lot number was used. Unfortunately, the enterprise got stuck again in the same place. High friction in the catheter was also noted on both attempts. A 6x30 solitaire ab stent was then implanted successfully with the same second prowler select at the planned site. The surgery was delayed by 30 minutes due to the reported event, however, the physician did not feel that the prolongation was clinically significant. The procedure was successfully completed. There was no evidence of physical material within the device. No excessive force was applied to the devices. The devices were removed from the patient without additional intervention. Adequate flush was maintained through the devices. It is unknown if there was loss of cerebral target position. A non-sterile unit enterprise2 4mmx23mm no tip was received inside of a pouch. The device was inspected, and it was found in good normal conditions, no damages or anomalies were observed during the inspection. A lab sample microcatheter was flushed using a lab sample syringe and after that, the received enterprise2 4mmx23mm no tip was introduced into the lab sample micro-catheter and it was advance inside it, no resistance/friction was felt during the advancement. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10998144. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ was not confirmed. During the functional test, the received enterprise2 4mmx23mm no tip was introduced into the lab sample microcatheter and it was advance inside it, no resistance/friction was felt during the advancement. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.